Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the collimator was not working. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the collimator was not working. No harm was reported to philips. Philips has started an investigation of this complaint.